Event description:
The care giver (cg) contacted baxter's technical service center regarding a system error 2367 which occurred on the homechoice during use during dwell 4 of 5. There was a system error 2240 (air in set) prior. The baxter technical services representative explained the alarm and had the cg close the clamps and cycle the power to clear the alarm. The patient was connected at the time of the alarm and had not disconnected. All of the bags were properly spiked and connected. There was no patient line extension being used, nor were there open clamps on unused lines. There was nothing unusual noted about the supplies. Proper procedures were reviewed with the cg, and he would start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(4) 2012. She stated that she did not recall the alarm, but that everything was going well with her therapy. Bps contacted the registered nurse on (B)(4) 2012. She stated that the patient had contacted her about the event when it happened. The patient had brought in her homechoice for the nurse to check, and everything was fine. The patient had not reported any issues with her supplies that night, and they were not able to discern what had caused the alarm. The patient was continuing therapy on the homechoice, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 could not be confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.